Event description:
It was reported by the customer that a bd pyxis¿ medbank tower cubie was not opening. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid did not open. A technical support specialist (tss) remote into the system and tested the cubie using a tester. The tss ejected and re-inserted the cubie to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.